Event description:
The patient was undergoing a thrombectomy procedure in the left middle cerebral artery (mca) using a penumbra system 041reperfusion catheter and 041 separator. Prior to the procedure, 17,220,000 units intravenous tissue plasminogen activator (IV t-pa) were injected. Aspiration was successfully performed using a 041 reperfusion catheter and 041 separator. Symptomatic intracranial hemorrhage was observed through postoperative computerized tomography (CT). Endoscopic hematoma removal was conducted. The patient left the hospital without recovery. Physician's comment: hemorrhagic infarct occurred in the branch of the m1, which was recanalized by injecting t-pa. So it is highly possible that its hemorrhagic tendency caused the event. However I cannot say that the event was not related to the endovascular procedure. The relation between the event and the penumbra system was not deniable.

Manufacturer narrative:
Conclusion: hemorrhage is a known and anticipated complication with these types of procedures and is noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2014-00550. Hospital disposed of the device.